Event description:
The customer reported that insulin from the bottom of the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 332mg/dl. No further information was provided.

Manufacturer narrative:
Inspected two opened or used reservoir. Performed occlusion and manual prime tests. Reservoirs passed per specification and no occlusion was observed during analysis. Checked reservoir snap-cap and septum for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.